Manufacturer narrative:
Occupation: requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the proper operation where the vessel condition was good, a 6fr angio-seal vip was used for hemostasis. While trying it, the collagen intruded into the blood vessel and sudden thrombus occurred, which led to vascular occlusion. The thrombus was removed through two surgical operations. The patient was discharged from the hospital after the two surgical operations.

Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. A6: race - korean. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 20jan2020. The procedure being performed was a transfemoral cerebral angioplasty (tfca). A pre-deployment angiogram was performed.